Event description:
Additional information was received. It was reported the cause of the messages and por was not determined. The patient's device was interrogated and the por was cleared. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial# (B)(6), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Date of event if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger was working as it should and did not capture the details of the message that appeared. The reason for call was pt reported that about 4 days ago they were charging their implant and saw call your doctor screen on their recharger. Pt stated that they pushed a button and it cleared the alert. Pt did not capture any other details of the message and the message hasn't appeared since. Pt stated that their implant seemed to charge fine. The pt was instructed to capture the details of the message if it appears again and call back. Additional information was received. It was reported that the recharger (insr) has gone "kaput". The pt stated she rarely uses her programmer but she had to use it to turn the ins on today(B)(6) 2021. The pt stated she uses her recharger every day night and day to turn the ins on / off. The pt reported seeing a doctor message 3 months ago; the pt started to see random messages with a doctor screen on the insr. The pt stated she saw a manufacturer representative (rep) a few months ago. The pt stated she was getting "the bad messages"; the rep checked the ins and told the pt her ins was fine but that she may need to have equipment replaced. Initially on the call, the pt tried to connect with the insr to verify the doctor message and the pt stated she saw "por" message. The pt was able to connect with the pt programmer and see that her ins is on. The pt turned her ins off and back on. Pt was able to connect with the insr and it showed the ins was fully charged. An email was sent to the repair team for the insr to be replaced. No symptoms were reported.